Event description:
The duett sealing device was deployed following electrophysiology studies (via a 10f sheath in the right common femoral artery). Symptoms of an arterial occlusion (cold, pulseless leg) were noted within 15 min of duett deployment. The occlusion was treated with a surgical thrombectomy. The event was resolved that evening, with no add'l complications. It was noted by vsi personal that the physician asked if the duett could be deployed in a 10f introducer, to which vsi personnel responded that this was not an indication for the duett.